Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As received, axium prime implant coil found damaged and stretched with the polypropylene filament intact and without attached to the pushwire. Per note with the retuned box indicated that it could not be confirmed that the correct pushwire was returned. (Pushwire). Although the tack weld replacement (twr) crimps were found broken, the pushwire was found intact distal to the break indicator at the manual detachment location. The pushwire was found bent at several locations from the proximal end. Based on the returned device evaluation, and on the event description the cause for the reported event could not be determined. It is possible that the implant coil did not detach from the pushwire initially, and was pulled back into the microcatheter when the pushwire was pulled back. The implant coil was only noticed within the microcatheter lumen when the ¿flouro¿ was subsequently utilized for visualization. The cause for the delayed detachment could not be determined as all parts of the returned pushwire and the implant coil which could affect the detachment were found to be within specifications. The broken tack weld replacement (twr) crimps likely were broken during a mechanical detachment attempt. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿successful coil detachment must be verified by fluoroscopic monitoring to ensure that the coil has detached. Slowly pull back the implant pusher while watching the fluoroscopy to make sure that the coil does not move.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received, however, the evaluation has yet not begun. A supplemental report will be submitted when the evaluation complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a right internal carotid artery (ica) periophthalmic aneurysm treatment, the second coil migrated back into the competitor catheter. The first coil was delivered, then the second coil was delivered and angiography confirmed that the coil was within the aneurysm and within the desired location. The pushwire was removed and everything looked good. The marker band was seen come back. The fluro was ¿off¿ and the wire was pulled completely out of the catheter. The fluro was then ¿hit¿ to advance a third coil, however, the second coil was seen in the catheter. The catheter and the coil were both removed from the patient. There was no patient injury and a stent was successfully delivered and placed across the aneurysm neck. The anatomy was not tortuous.